Manufacturer narrative:
Device evaluated by mfg: returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip and met specifications. A qualified mandrel was inserted through the tip with no resistance. Microscopic examination presented separation in the collar/proximal shaft weld. Microscopic examination presented no damage or irregularities in the tip. The stent delivery system (sds) used in the procedure was not returned for analysis. A promus element plus sds was used for functional testing. The promus element plus was advanced through the collar and advanced through the separated shaft with no resistance until the area of device with shaft kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the device damaged another device. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The guidezilla was positioned in a guide catheter. Upon insertion of a non bsc stent into the guidezilla, the stent caught on the collar of the guidezilla and it was noted to be lifted. The stent was exchanged with another non-bsc stent and the same thing happened. The procedure was completed with a different stent and there were no patient complications reported. It was further reported that the collected device was "rolled" by the customer and the "condition of the returned device was much worse than it was right after the procedure". However, device analysis revealed a shaft break.